Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the patient experienced slow flow. The unspecified target lesion was located in the 1st obtuse marginal (om). The lesion was 80% stenosed, 2.5mm in diameter and 14.0mm long. The lesion was predilated and treated with the placement of a 2.5x16mm liberte stent. Residual stenosis was 10%. During the procedure, a side branch event of slow flow/no flow occurred. Pre-stent had a timi 3 flow of the side branch, post-stent timi 2 flow. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier - (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).